Event description:
It was reported that the patient presented with a right hemispheric stroke and thrombosis and during direct stenting of the tight ostium lesion at the right internal and common carotid artery, the 6 x 30 mm acculink stent delivery system (sds) was advanced but was not positioned well and while attempting to deploy the stent, the patient moved and the stent jumped only covering the distal part of the lesion. A second 6 x 40 mm acculink sds was advanced but met resistance and could not cross the lesion. The sds was removed and pre-dilatation with a 4 mm balloon dilatation catheter was performed. Access was changed to the left groin. The 6 x 40 mm acculink sds was advanced and deployed in the proximal lesion overlapping the 6 x 30 mm stent. Removal of the sds was difficult and during removal the tip detached from the device. Snaring was attempted, but was unsuccessful. Both stents were post-dilated with good wall apposition. The tip remained lodged within the distal stent. The patient's condition was poor at the start of the procedure and was no worse at the end of the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional rx acculink, referenced is being filed under a separate manufacturing report number.